Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The motor was replaced due to the error and the device was returned to the user facility.